Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was finished by manually moving the c-arm and table. The philips field service engineer (fse) inspected the system onsite and confirmed that all geometry movements failed. It was confirmed that there was no power supply to the geometry table and c-arm, but it can be moved manually. Review of the system log files showed application error: unable to communicate with geoipc. Fse checked cable connections on geo ipc, and they were good, then cleaned the memory module in geo ipc and other boards, restarted the system, which resolved the reported issue, and the system was returned to good working condition. The codes were updated based on the investigation outcome.